Event description:
Procedure type: sigmoidectomy. According to the reporter: the instrument was fired and it was noted that the staple line look fine. A leak was noted at the anastomosis during a leak test. The laparoscopic incision had to be extended and the leak was repaired by hand sewing. Also in the donuts a foreign metal object was noticed but its origin is unk. Surgery time was extended by one hour as a result. No stomas were necessary, no further pt info was disclosed.